Event description:
Note: date of event is unknown. This report pertains to one of two events that occurred during the same procedure. Refer to MFR# 3005099803-2009-05338 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2009, three extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, one balloon was found to have a pin-hole tear when it was removed from the packaging and it could not be inflated. Two balloons ruptured while being used to remove stones in the common bile duct. No fragments of the balloons detected inside the patient. There was no damage noted to any of the packaging. The stone was removed using a fourth extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).